Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that some of the er320 clips came out of the device by itself (very poor to no clip formation). Another device was used to complete the case. There was no consequence to the pt.